Manufacturer narrative:
Additional information h3, h6 and h10: service history record review found the device has been serviced multiple times for problems related to the keypad within the last 12 months however the current issue does not appear as a repeat service event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced that the run/stop button doesn't work after an infusion ends, it won't let the customer end the kvo. To end the infusion the customer has to use the key to open the door, and then if he wants to run another infusion it won't start. There was no patient involvement. No additional information is available.